Event description:
It was reported that during a coronary stent procedure, the stent dislodged and was retrieved with a snare. A 5.0x16 express2 was placed distally in the svg to the circumflex. The physician than attempted to cross with a 4.5x20 express2 but was unsuccessful. Upon withdrawal into the 6 fr guide catheter, the stent dislodged. An ev3 micro snare was used to successfully retrieve the stent. The physician elected to end the procedure due to the procedure length (two and a half hours). The lesion was still present with no apparent damage noted. The pt was given plavix and heparin. After the pt stabilizes, a follow up procedure may be performed.